Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During solex 7 catheter insertion, into the right internal jugular vein, the suture clip for the solex 7 catheter, did not secure the catheter in place; thus causing the catheter to slip in and out of the vessel. According to the reporter, the catheter eventually seemed to stay in place once the patient was connected to the thermogard xp ivtm console. A leak was later noted coming from the proximal port of the catheter. An 8 cm portion of the catheter was exposed externally. It is unknown if the tubing was dangling on the patient. At the time of the incident patient was awake and giving movements. The attending physician was notified and ultimately, the primary catheter was removed. Another catheter was not used to finish patient treatment since patient achieved target temperature. No known impact or consequence to patient.

Manufacturer narrative:
Evaluation of the returned catheter could not replicate the customer reported issue. The solex 7 catheter functioned as intended. Visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressure was increased up to 100psi and no leak was observed. The balloons were able to deflate without difficulties. In addition, lumen crosstalk test was performed, capping the "out" luer and connecting the pressure inflation device to the medial, distal and proximal luer. The catheter was pressurized and no leak was noted with all the three lumens. Following the tests, all balloons deflated successfully without any issues. During manufacturing all solex 7 catheters go through a thorough inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This included destructive testing to verify burst strength. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for solex 7 catheter with lot # 64989.